Event description:
It was reported that an infection occurred and the patient had bacteremia. The device and leads were removed and the patient was treated with antibiotics. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned, analyzed and no anomalies were found. (B)(4). The partial lead was returned in segments, analyzed and no anomalies were found. It was noted the proximal conductor was stretched, there was blood/body fluid on the proximal conductor (not obstructed); the outer insulation was kinked/buckled, melted, had breached and cosmetic environmental stress cracking and cosmetic depression; the lead was stretched and there was apparent explant damage. (B)(4). The proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted the defibrillator conductor was stretched, there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was breached cut and there was apparent explant damage. (B)(4). The proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted there was blood/body fluid on the proximal conductor (not obstructed), there was cosmetic environmental stress cracking and breached cut of the outer insulation and there was apparent explant damage.